Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 180 mg/dl, 190 mg/dl, and 104 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation through a retrospective review, that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the upper gastro-intestinal tract, performed on (B) (6) 2008.according to the complainant, on (B) (6) 2008 an ultraflex stent was placed, and then a second stent was placed on (B) (6) 2008 for the management of a post bariatric surgery leak. On (B) (6) 2008, it was noted that the second stent placed had migrated. No issues were reported with the first stent placed. The second stent was successfully removed endoscopically without complications on (B) (6) 2008. During this same procedure, another ultraflex stent was placed without any complications. Per the planned treatment algorithm, a polyflex stent was placed across the two ultraflex stents on (B) (6) 2008. As planned, all three stents were removed on (B) (6) 2008 without complication, and the leak was reported as healed. The patient was reported to be in good health.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.additional information received may 26, 2010:there were no issues during the placement of the stent (the subject of this complaint) on (B) (6) 2008. The stent expanded to functionality and relieved the patient's symptoms. Migration of the stent was noted on (B) (6) 2008 when the patient presented with symptoms pointing to a persistent leak. Details of the patient's symptoms were not reported to boston scientific.